Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (b)(64 found insignificant anomaly noted. Functioning okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an injection in their back for pain (on the other side ¿ not near the stimulator) and now had pain where the ins was. Additional information received from the manufacturer¿s representative reported the patient had a dull, achy pain at the implant site, that radiated to their left hip, for the past 1-2 months. Their left hip felt sore. No falls or trauma were reported. It was reported that, when the therapy was on, the patient felt a shocking sensation which went away after turning the therapy down to 0.0. It was unknown if there were any environmental/external/patient factors that may have led to the issue (patient denied falls). The patient had not yet contacted their healthcare professional (hcp) but was instructed to do so today. The representative contacted the hcp¿s office today and was waiting for a call back. It was confirmed with the patient and using the programmer, that the therapy has been turned off and the stimulation was down to 0.0. The patient still felt the pain at the implant site and their left hip was felt sore. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative received on (B)(6) 2019 on reported that, as for a cause of the issue, the healthcare professional¿s (hcp) office contacted them that the patient did fall since their symptoms had started (not provided with details). It was noted that the patient remembered this after already speaking to the representative. As for further actions, the device was currently off and the patient was scheduled for an x-ray and follow up appointment at the hcp¿s office. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. The patient reported a shocking sensation with the lead and stimulator. They felt the shocking sensation at times in their ins pocket and would feel it in their rectum or down their leg; they felt strong stim down their left leg. They would also experience cramping down their leg at times, but they were ¿unable to describe if it was with consistent movement or not.¿ when asked about possible external factors that may have led to the issue, it was noted that the patient fell about 6 months prior, but they thought some of the symptoms had occurred prior to that. The patient also mentioned a history of brain injury years ago, due to an accident. Troubleshooting included running impedances; ¿impedance showed on electrodes 0<(>&<)>1, 0<(>&<)>2, and 0 <(>&<)>3." Therapy was turned off and all components were removed and replaced. The issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they were unable to recall the type of impedances that were measured (i.e., high impedances, low impedances). There were no further complications reported or anticipated.